Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation site: (B)(6). Selected flow: adverse event (no reported product problem). Visual inspection: the received part shows signs of use such as mechanical damages on entire part surface. No other product issues or defects could be identified. Summary: our investigation has shown that the received device have signs of use on their surface. This investigation will be rated as unconfirmed, because no product related issue was identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: lot l444329 belongs to sub component neck fix bolt part 60123908. The lot number of the finished device is l473799, therefore the DHR review was performed for part 04.168.290s with lot l473799: part: 04.168.290s. Lot: l473799. Manufacturing site: grenchen. Release to warehouse date: june 28, 2017. Expiry date: june 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent a surgery with femoral neck system (fns). On an unknown date the pseudarthrosis was found. The patient underwent a reoperation on (B)(6) 2019 (reported in (B)(4)). This product report is capturing the pseudarthrosis after the initial surgery. This report is for one (1) bolt f/fem neck syst f/construct length. This is report 2 of 4 for (B)(4). This report is linked to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.